Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: pt's therapeutic range: 2 - 3.

Manufacturer narrative:
Investigation pending.